Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.